Event description:
The sureform 45 curved- tip robotic supply stapler was being used in the procedure. Instrument was working well at first but when it was time to do the last load it did not want to go through. Surgeon and or scrubbed staff tried to take out and reload the load in different ways but still did not work.